Event description:
The customer reportedly received the following results on the accu-chek compact plus system within ten minutes: 107mg/dl, 173mg/dl and 96mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.